Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the capio carrier extended inside the patient but there were difficulties experienced upon carrier retraction. Reportedly, the complainant would pull the plunger once it has been deployed, but the plunger was stuck. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.